Event description:
We became aware of a shoulder revision surgery performed on (B)(6) 2012 due to implant instability. The following components were explanted: smr glenosphere ø36mm small-r (product code: (B)(4), lot# 1204269 - ster. 1200166); smr reverse liner + 3 mm (product code 1360.50.015, lot# 1107249 - ster. 1100300). Product not marketed in the u.s. A 40 mm glenosphere, a connector and a 40 mm reverse long lateralized liner were implanted. The implant was revised on (B)(6) 2020: the revision surgery was registered as complaint#: (B)(4) (#(B)(4) limacorporate) and reported to the tga. Previous surgery took place on (B)(6) 2012. Patient is a female. No further information available. Event occurred in (B)(6).